Event description:
It was reported that the pump was going to be explanted due to either "neurological issue" or possible infection. It was later reported that the device was not explanted; however, the tip of her catheter was revised (B) (6) 2010. The pump was replaced; it was unclear if there was a problem with the device. As of (B) (6) 2010, the patient's leg pain that the pump is treating was at a 0; the patient's pain from surgery was still at a 9. The patient was still hospitalized. The pump was used to deliver morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).